Event description:
It was reported the screen is cracked. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display lens was cracked. It was also noted that the display was out of specification with missing pixels.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.